Event description:
The customer reported that the system intermittently shut down. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system connectors and pcbs were evaluated and reseated. The system was tested and found to be working as intended and returned to service.